Event description:
The patient's mother reported that the respirologist believed that the patient¿s sleep study was very abnormal and that the patient had sleep apnea associated with stimulation. The respirologist stated that they still have to review the patient¿s sleep study, and the neurologist is unsure of this reporting. It was stated that the patient has major global delay, is wheelchair bound, non-verbal and has other multiple medical issues. The patient¿s settings were lowered and diagnostic results were within normal limits at the patient¿s last appointment. No additional or relevant information has been received to date.

Event description:
Information was received that the patient was having apneic episodes, both central and obstructive, and these appear to be an updated diagnosis from sleep apnea. The physician does not believe that these episodes are related to vns. No additional or relevant information has been received to date.

Event description:
Information was received that the physician does not believe that vns exacerbated the patient¿s sleep apnea. No additional or relevant information has been received to date.